Event description:
The article "comparison of surgical and percutaneous closure of atrial septal defect in patients." Reported the following adverse event(s): in the device group, 1 patient was required to have the device removed because of an aorta-right atrium fistula 2 months after device closure. Refer to the article for complete details.

Manufacturer narrative:
Aga medical has not received any additional information regarding this event, including patient and device information.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed. Please note this event was reported to the FDA in error a second time under MDR# 2135147-2011-00052. This event was reported twice in the literature; hence the error in double reporting.